Event description:
Vacuum cup was applied through four contractions. With each pull there was good descent of the fetal vertex. On the third pull, the vertex was crowning, however the suction cup popped off halfway through the contraction. At the fourth pull, when the vertex was crowning through the perineum, it was noted to rotate to occiput anterior. A fifth brief pull less than 1/3 of the length of the contraction resulted in delivery of the head. A diagnosis of severe shoulder dystocia was made. Other techniques were used to complete the delivery of the baby. The infant was noted to have a very large cephalohematoma and apgars of zero at one min and five mins.